Manufacturer narrative:
On (B)(6) 2016 02:35 pm (gmt-5:00) added by (B)(6) ((B)(4)): the ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. Our field service engineer (fse) investigated the ventilator on-site and found that there were mechanical damages due to the unintended collision with the mr scanner. The fse replaced the defective parts, the pre-use check passed successfully and the ventilator was returned to service. According to information received this incident occurred due to that the brakes on the ventilator were not locked, as expected. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
It was reported that the ventilator was drawn into contact with the MRI scanner. There was no patient involvement. (B)(4).